Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cusa excel + ultrasonic tissue ablation system (cusaexcel2) was not returned for evaluation and the lot/serial number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. As a result, the root cause of this complaint issue could not be determined. However, based on the failure described of ¿amplitude error¿ and due to changing the tip not resolving the issue, there may be a fault within the handpiece. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that during surgery the cusa excel + ultrasonic tissue albation system (cusaexcel2) emitted an amplitude error when testing the device after the tip was attached. The tip was reattached after shutting down the device. There was surgical delay of more than 30 minutes; however, no patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.